Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user noticed a burn or blister about the size of a quarter on the chest in the area where the ilet was carried; the user indicated skin had sloughed off onto the device screen, and the event was associated with wearing the device against the body, including in a bra, with noted reduced sensation after prior heart surgery; the medical device problem was characterized as insufficient information, and the affected component was not identified. Symptoms included skin inflammation or irritation. Outcomes included minor injury or impairment without lasting health consequences. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available due to insufficient information about the device and components. It was concluded, based on previously established findings for similar reports, that the cause was not established.